Event description:
The customer called and reported the insulin pump alarmed with failed battery test multiple times. Customer's blood glucose was not known. During troubleshooting, the customer was advised to clear the alarm. No corrosion or damage was noted. The customer was advised to clean battery cap contacts and insert a new battery, ensuring the battery was securely fastened. The customer received another failed battery test alarm. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.